Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Email received from FDA medwatch submitted by a non-healthcare individual (appears to be a report by the patient). There is not any patient or product identifying information captured within the report, and therefore unable to identify any file that this may be related to. Report states that the patient was implanted with vns in 2021 and in 2022 the device stopped working. She notes she reached out to livanova for help but was given a turnaround with no help at all. She was told to contact her neurologist. She met with the neurologist who tested the device but all they could get was an error message. The neurologist called and spoke with representative and was able to get a technician to the office who tried to repair device but also received an error message. During this period the patient started to experience seizures and pain. No additional relevant information has been received to date.